Event description:
During preparation of the patient for cardiopulmonary bypass, the anesthesiologist had difficulty placing the coronary sinus catheter. A contrast injection was performed. The contrast encircled the heart, the patient's blood pressure decreased, signaling the presence of cardiac tamponade. A sternotomy was performed and a right ventricular perforation was confirmed and repaired. The patient stabilized promptly, and the case proceeded via a conventional approach.